Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced skin flap breakdown, infection, and extrusion after the recipient created their own magnet using a store-bought industrial strength magnet. Device testing revealed results within normal limits. The recipient was advised to cease device use. On (B)(6) 2025 the recipient reportedly underwent a wound closure procedure.

Manufacturer narrative:
Additional information: section d.6b. Advanced bionics considers the investigation into this reportable event as closed. The recipient's wound has healed and the infection has resolved. The recipient's magnet strength was reviewed. The recipient is using the device. The recipient will be followed per center's protocol. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.